Manufacturer narrative:
This report is filed january 8, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
This report is filed on august 23, 2017 by cochlear limited on behalf of cochlear americas. Exemption number e2016011. (B)(4).